Event description:
Related manufacturer reference number: 3006705815-2023-07974, 3006705815-2023-07975. It was reported that patient reported pain at ipg site and lead migration confirmed via x-ray. Surgical intervention was undertaken wherein the system was explanted, replaced and ipg pocket was relocated. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.